Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10: h10: the device was received for evaluation partially filled with solution. Unaided eye visual inspection was done under normal room conditions and no particulate matter (pm) could be observed in the fluid pathway of the actual container. Additionally, no pm was observed upon visual inspection with magnification. The fill port cap was removed and no issue was observed in the connector or the cap area. However, upon visual inspection of the photographs provided, white polymeric appearing elongated particles possibly of acrylonitrile butadiene styrene material were observed in the fluid path. Therefore, the reported condition could not be verified by inspection of the actual sample, however, the reported condition was verified during inspection of the photographs. The cause of the condition could not be determined, however, possible causes of the pm based on the photo sample only include compounding error, during customer handling, or was inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had small white particles. This was identified during the visual inspection process. There was no patient involvement. No additional information is available.